Manufacturer narrative:
On 1/14/2020, mentor received additional information indicating the patient had also experienced capsular contracture, baker grade IV on the left side post-operatively. In addition, mentor received an updated date of implant: (B)(6)2013 this report is for the left side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 350cc and experienced a rupture on the left side post-operatively. As a result, the patient underwent removal and replacement with non-mentor implants on (B)(6) 2019.

Manufacturer narrative:
On 9/18/2019, the mentor failure analysis lab received the device for evaluation. On 10/15/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the device it was observed to have a crease in the anterior view also a tear within the crease measuring approximately 12.5 cm was noted. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).